Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. DHR (device history review) for the libre sensor kit indicated by the serial number provided by the customer. The DHR showed the libre sensor kits passed all tests prior to release. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that a customer's adc freestyle libre sensor detached and experienced symptoms of weakness and vomiting. The customer was treated with insulin (dose/type unknown) via IV injection and additionally given mentes and novala by a non-healthcare professional. There was no report of death or permanent injury associated with this event.